Event description:
It was reported that during an unknown procedure the stapler hasn't fired or merge tissues. No consequences for the patient reported. To procedure completed physician used another one product the same type.

Manufacturer narrative:
(B)(4), date sent: 10/20/2023, d4: batch #456c96. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, scratches were found on the tip of the distal end and on one gripping surface from the right side. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete and met the staple form release criteria. In addition, a tyevk was received along with the device, the event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge is consistent with the device being clamped over a hard object. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c96, and no non-conformances were identified. The lot#508c77 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.